Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the colonovideoscope had an image disappear, no communication error and multiple red/green/blue dots. The event occurred during an unspecified diagnostic procedure while the patient was under sedation, and the device inserted inside the patient. The procedure was completed using a similar device. There were no reports of patient harm.